Event description:
It was reported that during a total knee replacement procedure the blade broke at the cutting end. It was also reported that the broken piece was removed from the patient using a forceps and there was no adverse consequences as a result of this event. It was further reported that there was a short delay to retrieve another blade and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that the outer cutting tooth was broken. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.